Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was blurry due to a dirty lens. After cleaning the objective lens, the image was restored. Upon further inspection, it was observed that there was a leak at the biopsy channel. It was also observed that there was a cut in switch 1. It was observed that there were scrape marks in the forceps passage as identified using a borescope. It was also observed that the angulation was low. It was observed that there was play in the control knob. It was also observed that the distal end plastic cover had dents and scratches. It was observed that the light guide lens had two lenses cracked. It was also observed that the glue on the bending section cover was cracked. Lastly, it was observed that the insertion tube had excessive buckle near the boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope entire image is blurry. The reported issue occurred during an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blurry image issue could not definitively be determined, however, it is likely that the issue was the result of objective lens contamination during user handling. The event can be detected by following the instructions for use section below: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.